Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during evaluation. The cause of the damaged battery was due to user error. The main batteries were replaced to fix the reported condition. A service history review revealed that this device was previously serviced for the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement, injury or medical intervention reported related to the device. The user interface module software version of this pump is currently unknown. No additional information is available.